Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline did not open proximally and it was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The device was returned for evaluation. The pipeline was found damaged with clotted blood at one end which likely prevented the device from fully opening.(B)(4).